Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. The proximal conductor was distorted, and blood/body fluid was present on it and the distal conductor (not obstructed). The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and tissue was present on the helix. The inner insulation was kinked buckled, the guidetooth was damaged, and the lead exhibited apparent explant damage. The analyst noted that the lead was stretched so that the inner tubing buckled, which prevented the helix from functioning properly, and damaged the guidetooth.

Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.